Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11.no technical inquiries were received from the customer. One opened and 3 unopened probes, with tip protectors, in trays with other items were received.sample 1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration, and the sample was found to be conforming for both tests. No abnormal sound was heard. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact.sample 2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration, and the sample was found to be conforming for both tests. No abnormal sound was heard. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact.sample 3 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration, and the sample was found to be conforming for both tests. No abnormal sound was heard. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact.sample 4 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration, and the sample was found to be conforming for both tests. No abnormal sound was heard. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact. Bottom o-ring gouged on outer diameter.a review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria.the investigation conducted a nonconformance review of the reported lot. Two nonconformances were found. These non-conformances could have potentially contributed to the reported event. Two non-conformances were initiated to trend the defect of damaged o-ring.based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples were conforming for all functional testing. However, a manufacturing related potential contributor factor was identified for sample 4, damaged was observed on the o-ring and cannot be ruled out for the actuation problem as reported.the returned sample functionally met specifications, and no abnormal sounds were heard; however, a non-conformance was completed for the damage observed on the o-ring. Non-conformance records have been initiated in relation to the related non-conformances identified within the non-conformance review. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends.complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe, with tip protector, in a tray was received. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that actuation failure occurred of the cutter along with a strange sound during the cataract and vitrectomy combination surgery. The aspiration condition was unknown. The surgery was completed on same day by replacing the product. There was no patient impact.